Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy, when collecting the specimen, a hole in the pouch was found so the user stopped using the device. The procedure was completed with another device. There was no patient injury.